Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and that the customer was unable to charge the pump using the tandem-provided wall power adapter resulting in the pump shutting down. A replacement pump and wall adapter were sent to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.